Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that the insulin pump had an error in the motor that was detected by reading unexpected value from the hall sensor. Customer blood glucose reading was 322 mg/dl. Troubleshooting was performed. Customer was unable to rewind. Customer also had failed battery test but it was resolved.customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with pump error during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch. No pump error noted during testing. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.